Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated pump is giving beep/vibrate but display is blank. The reporter stated patient was on field trip today and pump was exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: the pump powered on and the display was blank. Moisture was found throughout the pump case and on the display flex connector when the pump case was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.